Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a female patient who had essure (batch no. 20221226) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pelvic pain (left side)"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("distension"), blood loss anaemia ("hemorrhagic anemia"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), fatigue ("tiredness"), breast pain ("mastalgia"), oedema ("edema"), headache ("intense and recurrent headache"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), coital bleeding ("bleeding during and after sexual intercourse"), diarrhoea ("diarrhea"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), loss of libido ("loss of libido"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("generalized body pain"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, blood loss anaemia, pain in extremity, peripheral swelling, fatigue, breast pain, oedema, headache, vaginal discharge, vulvovaginal pruritus, coital bleeding, diarrhoea, hypoaesthesia, tremor, back pain, uterine pain, loss of libido, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, arthralgia, back pain, blood loss anaemia, breast pain, coital bleeding, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. X-ray - on an unknown date: essure found in wrong position and fragmented. Lot number: 20221226 manufacture date: 2009-10 expiration date: 2012-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a female patient who had essure (batch no. 20221226) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pelvic pain (left side)"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("distension"), blood loss anaemia ("hemorrhagic anemia"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), fatigue ("tiredness"), breast pain ("mastalgia"), oedema ("edema"), headache ("intense and recurrent headache"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), coital bleeding ("bleeding during and after sexual intercourse"), diarrhoea ("diarrhea"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), loss of libido ("loss of libido"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), abdominal pain lower ("colic in lower abdomen, like twinge mainly on the left side"), polymenorrhoea ("increased flow and frequency of menstruation (hyperpolymenorrhea) including clots") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal distension, blood loss anaemia, pain in extremity, peripheral swelling, fatigue, breast pain, oedema, headache, vaginal discharge, vulvovaginal pruritus, coital bleeding, diarrhoea, hypoaesthesia, tremor, back pain, uterine pain, loss of libido, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved and the abdominal pain lower, polymenorrhoea and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, blood loss anaemia, breast pain, coital bleeding, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, polymenorrhoea, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel test: 1,40 mcg/l - (reference value: 0,6 until 7,5 mcg/l). Blood test - on (B)(6) 2019: leukocytes: 100% - 3130/l - (reference value: 100% - 4000 until 11000/l) segmented: 32% - 1002/l - (reference value: 54 until 62% - 2200 until 6800/l); typical lymphocytes: 52% - 1628/l - (reference value: 20.3 until 47% - 1000 until 3900/l). Ultrasound scan - on an unknown date: normal. Urine analysis - on (B)(6) 2019: mucus filaments: + (reference value: negative) amorphous crystals: + (reference value: negative). X-ray - on an unknown date: essure found in wrong position and fragmented. Lot number: 20221226 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2021: new adverse events (abdominal pain lower, polymenorrhea and anxiety) and lab datas were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a female patient who had essure (batch no. 20221226) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pelvic pain (left side)"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("distension"), blood loss anaemia ("hemorrhagic anemia"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), fatigue ("tiredness"), breast pain ("mastalgia"), oedema ("edema"), headache ("intense and recurrent headache"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), coital bleeding ("bleeding during and after sexual intercourse"), diarrhoea ("diarrhea"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), loss of libido ("loss of libido"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), abdominal pain lower ("colic in lower abdomen, like twinge mainly on the left side"), polymenorrhagia ("increased flow and frequency of menstruation (hyperpolymenorrhea) including clots") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal distension, blood loss anaemia, pain in extremity, peripheral swelling, fatigue, breast pain, oedema, headache, vaginal discharge, vulvovaginal pruritus, coital bleeding, diarrhoea, hypoaesthesia, tremor, back pain, uterine pain, loss of libido, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved and the abdominal pain lower, polymenorrhagia and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, arthralgia, back pain, blood loss anaemia, breast pain, coital bleeding, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypoaesthesia, intra-abdominal fluid collection, loss of libido, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, polymenorrhagia, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: nickel test: 1,40 mcg/l - (reference value: 0,6 until 7,5 mcg/l). Blood test - on (B)(6) 2019: leukocytes: 100% - 3130/l - (reference value: 100% - 4000 until 11000/l); segmented: 32% - 1002/l - (reference value: 54 until 62% - 2200 until 6800/l); typical lymphocytes: 52% - 1628/l - (reference value: 20.3 until 47% - 1000 until 3900/l). Ultrasound scan - on an unknown date: normal. Urine analysis - on (B)(6) 2019: mucus filaments: + (reference value: negative) amorphous crystals: + (reference value: negative). X-ray - on an unknown date: essure found in wrong position and fragmented. Lot number: 20221226 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found in wrong position in fallopian tube') and uterine inflammation ('uterine inflammation') in a female patient who had essure (batch no. 20221226) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and multiparous. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pelvic pain (left side)"), menorrhagia ("heavy and prolonged menstruation with clots"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("distension"), blood loss anaemia ("hemorrhagic anemia"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), fatigue ("tiredness"), breast pain ("mastalgia"), oedema ("edema"), headache ("intense and recurrent headache"), vaginal discharge ("vaginal discharge with odor"), vulvovaginal pruritus ("vaginal pruritus"), coital bleeding ("bleeding during and after sexual intercourse"), diarrhoea ("diarrhea"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), loss of libido ("loss of libido"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("generalized body pain"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, blood loss anaemia, pain in extremity, peripheral swelling, fatigue, breast pain, oedema, headache, vaginal discharge, vulvovaginal pruritus, coital bleeding, diarrhoea, hypoaesthesia, tremor, back pain, uterine pain, loss of libido, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, arthralgia, back pain, blood loss anaemia, breast pain, coital bleeding, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. X-ray - on an unknown date: essure found in wrong position and fragmented. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.